Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated that patient received the following results on mobile system compared to a professional meter within 5 minutes: 548 mg/dl (mobile system) and 245 mg/dl(professional meter). Approximately 15 minutes prior, the customer obtained a result of 438 mg/dl on the mobile system. Customer self-treated with 43 units of humalog based on he 438 mg/dl result. She felt "restless" at this time and called the ambulance. The customer received unknown treatment by ambulance personnel after the 245 mg/dl result. She was transported and hospitalized for 5 hours for an unspecified reason. She has fully recovered and is currently fine. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.